Manufacturer narrative:
Fse is planning to potentially change the following parts helium regulator,helium tubing.we don't have any further information regarding this case. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium regulator is leaking.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (investigation findings, component codes, investigation conclusions), h11. Corrected field: d4 (unique identifier (UDI)#). A getinge field service engineer (fse) evaluated the device and confirmed helium regulator leak. Fse replaced the high pressure helium regulator to resolve the issue. Fse performed device functional and preventive maintenance.